Manufacturer narrative:
The investigation could not determine a specific root cause.

Event description:
The field application specialist reported the user received questionable glucose results from the cobas c501 analyzer serial number (B)(4). The issue was discovered when they noted they were recovering results that were not conducive to human life, even though the patients were very much alive. Of the data provided for 21 patient samples, only the result for one patient sample was discrepant and reported outside the laboratory. The initial result was 34 mg/dl and the repeat result from another cobas c501 analyzer was 97 mg/dl. A redraw of the patient was requested by the physician/nurse after the initial result was phoned by the laboratory. The redraw was cancelled after the result was corrected. The patient was not treated or adversely affected due to the erroneous result that was reported outside the laboratory. The field service representative speculated the user had moved reagent packs from one analyzer to the other, which could have contributed to this issue. However, there was no proof to confirm this. The field application specialist determined the reagent cassette in use was empty and checked the mechanical operation. To verify the analyzer operation, she and the user performed calibration and quality control with results within the user's specifications.